Manufacturer narrative:
The test strips were requested for investigation. The customer did not have any test strips left to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Expiration date continued: 30-sep-2022.

Event description:
The initial reporter received a questionable glucose result with accu-chek inform ii meter serial number (B)(4). The reporter provided data from a comparison study for approximately 50 samples using test strips lots 479053 and 480055. Of the data provided, one sample was found to have discrepant results. Test strip lot 479053: the initial result from the meter was 3.7 mmol/l. The repeated result from the meter was 5.2 mmol/l. Test strip lot 480055: the initial result from the meter was 5.5 mmol/l. The repeated result from the meter was 5.4 mmol/l. The result from the vista was 5.3 mmol/l. No treatment was given based on the result as it was a comparison study for a new lot of test strips.